Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "reference number is (B)(4) is not allowing blood to flash back. Also, would not allow the wire to advance. And then had trouble getting the needle and wire to come out of the patient's arm." Additional information received reports, "the wire was bent in several directions". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2024-01234 and 9680794-2024-01254.

Event description:
It was reported "reference number is ra-04020 is not allowing blood to flash back. Also, would not allow the wire to advance. And then had trouble getting the needle and wire to come out of the patient's arm." Additional information received reports, "the wire was bent in several directions". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2024-01234 and 9680794-2024-01254.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.